Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver not turning on. The battery was replaced with a known good battery to retrieve the receiver download. A receiver download was performed and unexplained receiver shutdown was observed. The receiver case was opened, and an internal visual inspection was performed failed due to a damaged battery. Confirmation of the complaint was confirmed. The probable cause was a damaged receiver battery.